Manufacturer narrative:
(B)(4).

Event description:
This lv lead dislodged. During the attempt to revise the lead the physician was unable to get the lead to a better location due to tight anatomy. The physician decided to attempt an upper branch with another lead which was more suitable for the target vein.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.